Event description:
Device 3 of 3. Reference MFR report's: 1627487-2012-04720, 04721. The pt rec'd two leads with different lot numbers. It was reported the pt had lost most of the stimulation in his right leg. The sjm rep met with the pt and determined there were multiple contacts with invalid impedance. An x-ray showed no anomalies. Reprogramming was able to provide stimulation. In addition, it was reported the ipg had a frequent recharge burden.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.